Event description:
It was reported that the implant was unable to be placed due to the narrow anterior space and the doctor prepping to close to adjacent tooth that resulted in a lack of primary stability. Tooth #8.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Catalog and lot number not provided. Manufacturing date is unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Supplemental provided as the item number for the implant in question was identified during the investigation process sections updated: b4: date of this report d1: brand name d4: catalog number g3: date the investigation team identified item number of device g4: additional PMA/510(k) numbers are k011028 and k013227 g6: type of report and follow up number h2: follow up type h3: device evaluated h10: manufacturer's narrative